Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up an increase in pacing impedance measurements and pacing thresholds was noted on this competitor right ventricular lead. The sensing was normal. The right ventricular pacing outputs were increased to ensure capture, and the patient was booked for a three month follow up visit. No adverse patient effects were reported. Additional information noted that a revision took place and the competitor lead was surgically abandoned while the device was replaced. The competitor lead was tested with the device but not a pacing system analyzer (psa) and showed elevated pacing thresholds and pacing impedance measurements. The device will not be returned. No additional adverse patient effects were reported, and the patient was not pacemaker dependent.

Manufacturer narrative:
This device was returned. Upon analysis this investigation will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.